Event description:
It was reported that a patient with a 25mm 2700 aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of approximately 18 years due to severe aortic stenosis and severe aortic regurgitation. The tavr was performed with a 26mm 9750tfx transcatheter valve successfully. The patient was transported to the ICU post procedure. There was no allegation that the device malfunctioned prematurely.

Manufacturer narrative:
H10: additional manufacturer narrative:  updated sections b5, b7, g5 (PMA/510k), h6 (method code) h11: corrected data: corrected section h6 (conclusions code)

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700 aortic pericardial valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis and regurgitation. The tavr was performed with a 26mm 9750tfx transcatheter valve. There was no allegation of device malfunction.